Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the pulse generator exhibited no telemetry or output. The device was implanted for 21 months which is less than the expected 75 percent longevity. No information was received from the field regarding device settings.